Event description:
It was reported that, during an unspecified surgery, the 125 rad drill guide drop was no longer holding the drill sleeve: it is torn and worn. The procedure was completed, without any delay, by using the same device. The patient was not harmed as consequence of the event.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned drop confirms the connection points of the device are worn and rounded off causing the stated failure. The device was manufactured in 2007. The device exhibits signs of significant wear and usage. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.